Manufacturer narrative:
Date is approximate, event date month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and radiculopathy. It was reported that over the last week the patient (pt) reported that they have had a problem with the "sensation" down both of their legs. The patient felt a lot of "sensation" down their legs and it was very uncomfortable; the patient decreased stimulation intensity and that did not resolve the issue. They mentioned that they have a second "unit' called drg that is on the other side of their ins (pt did not clarify what a drg was). The patient turned off their drg and their ins, but they still felt stimulation. The patient stated that they felt better when their stimulator was turned off and they did not think that their ins helped with their nerves. They mentioned that they had an "acute pain" that they think was caused from their implanted device. They verified that their stimulator was turned off. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.